Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system indicated that the insufflator was disabled. The caller stated that she power cycled the insufflator, but the issue persisted. Due to the delay in start, the surgeon opted to abort the robotic procedure and switch to a laparoscopic technique. The caller was advised to call for further guidance on continuing without the da vinci insufflator if the system is needed for another procedure. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) to resolve the "insufflator is disabled" message. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have electrical and fiberoptic defects causing component/module issues leading to 40068 errors. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.